Event description:
Information received by medtronic indicated that insulin pump had a replace battery alarm. Customer did not receive low battery alert prior to replace battery alert or replace battery now alarm. Battery cap was not loose cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Device will be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thus. The pump was cut open for a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The power management graph indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked battery compartment, cracked battery tube threads, serial number label stained, end cap address label faded, broken battery tube threads, and pillowing keypad overlay. Battery charge lasting less than expected (low battery life) and power loss alarm are confirmed due to connector resistance j6 /pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.